Manufacturer narrative:
Patient age/date of birth: mean ± sd was 68.1 ± 11.0. Patient gender: 56.4% male, 43.6% female. Additional patient information unknown/not provided. Date of event: exact dates not provided. Article acceptance date is 01 august 2022. The study was conducted for surgeries performed between november 2017 and may 2020. Model number: complete model number is unknown, as the serial number was not provided. Catalog number: complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Implant date: unknown/ not provided. Explant date: n/a, as lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Citation: sheen-ophir, s.; reitblat, o.; levy, a.; assia, e.I.; kleinmann, g; deviation from the planned axis of three toric intraocular lenses; published online 12th august 2022; https://doi.org/10.1038/s41598-022-17811-x. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: deviation from the planned axis of three toric intraocular lenses a retrospective study was done to compare the deviation from the planned axis of 3 types of toric intraocular lenses (tiols), and to evaluate the effect of the eye characteristics, tiol type, corneal astigmatism direction and surgeons marking techniques on the amount of deviation from the planned axis and its direction. A total of 190 eyes with a tiol implantation during cataract surgery were included in the study and divided into acrysof iq toric sn6at (alcon) (n= 90), pod ft (physiol) (n= 50) and tecnis symfony toric zxt (johnson & johnson vision) (n= 50). In zxt group, iol deviation showed average deviation of 4.03° ± 4.34, misalignment direction of 55.8% clockwise, and misalignment direction of 44.2% counterclockwise. Mean postoperative centroid residual astigmatism was higher in the zxt group, with a wtr orientation. There are no indications in the article of any interventions provided.